Event description:
Procedure: vats. According to the reporter: staples did not form properly. The staple line and tissue were resected. Surgery time was extended approx. 15 minutes. Blood loss was reported as 500ml, and there was a postoperative fistula after resection for three days. The pt was subsequently discharged.